Event description:
Customer reported a cartridge alarm 30. There was no adverse impact to the customer¿s blood glucose level. Customer had already replaced the cartridge with a new one before contacting technical support. Technical support advised the customer to call back for a cartridge load over the phone if the issue reoccurred, and the case was closed as the customer did not want a follow-up.